Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that a capio slim device was used during a procedure. The bullet needle pulled off the capio suture while loading it into the capio slim device during preparation outside the patient. The tip of the needle fell off and could not be located. There were no patient complications reported.